Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the relevant device history records and the raw material history files for batch 996 did neither indicate recorded quality problems nor rejections related to this incident. If any further info is becoming available, MFR immediately will inform FDA. If no further info is becoming available, MFR considers this file as closed.

Event description:
(B)(4). User/reporter's narrative "cannula broke in two pieces".